Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the pump history showed that the pump was manually suspend on (B)(6) 2015 at 14:56 and manually resumed at (B)(6) 2015 at 13:45. There were no alarms related to the complaint in the alarm history and no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 20 mg/dl with difficulty speaking. It was reported that the patient¿s healthcare provider (hcp) made recent changes to their basal rate. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with a glucagon injection. The reporter stated that the low bg was a result of overcorrecting a bg of 279 mg/dl. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in overcorrecting their bg.